Manufacturer narrative:
The complaint states the silver lining where the pins go on a portion of the distal femoral jig came out. The bushings were assembled to the device in the correct orientation and one of the bushings on the returned device was missing. (B)(4) is currently underway to investigate this issue. The complaint shall be closed to CAPA and entered into the complaints database and monitored through trend analysis.

Manufacturer narrative:
The complaint states the silver lining where the pins go on a portion of the distal femoral jig came out. The bushings were assembled to the device in the correct orientation and one of the bushings on the returned device was missing. CAPA-(B)(4) is currently underway to investigate this issue. The complaint shall be closed to CAPA and entered into the complaints database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The silver lining where the pins go on a portion of the distal femoral jig came out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.